Event description:
It was reported that the cast cutter is running without user activation and smells like smoke during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the cast cutter is running without user activation and smells like smoke during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, device runs on its own and smells like smoke is coming out, could not be duplicated since the handpiece was not returned to stryker for evaluation. Device was not returned to the manufacturer for evaluation.